Event description:
It was reported that the table tilted with no input from the hand pendant. There was no report of an injury to the patient or a delay in the procedure.

Manufacturer narrative:
It was reported that the table allegedly tilted with no input from the hand pendant. There was no report of an injury to the patient or a delay in the procedure. A stryker field service technician inspected the table with full operational and visual check of all components and movements and could not reproduce the reported problem. The table was released to full use to the customer.